Event description:
Medical staff reported a lap-band access port had been explanted. F/u findings: the problem was first discovered when the "pt was gaining weight back. All fluid was taken out but the pt still experienced acid reflux, felt tightness with pain and vomiting, the doctor did an upper gi" which confirmed a leak and the band slippage. The entire device was replaced and returned.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted pulled and missing material from the damaged port septum and evidence of coring likely to be caused by the use of a coring needle. In addition, analysis noted that the band tubing was broken and striations consistent with surgical end cut to remove the device. Band slippage, vomiting, pain, and reflux are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of band slippage, vomiting and reflux as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by hand deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included....abdominal pain, dehydration, chest pain, incision pain, and port site pain."